Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information provided: correction of initially indicated procedure: hämorrhoidopexie. Pph03; during the procedure everything was ok. Two days after surgery there were bleedings out of the dorsal staple line. Re-surgery required, staple line was overstitched by hand. Some few misformed staples were observed. Event date is unknown therefore the event date provided is based upon the first day of the month provided upon notification (alert date).

Event description:
It was reported by the affiliate that after a stapled trans anal rectal resection (starr) procedure, two days after the procedure the patient got bleedings out of the staple line although the surgeon made single stitch suturing. No further information is available. Another like device was used to complete the procedure. One device was discarded and three unused devices will be returned.

Manufacturer narrative:
(B)(4).additional information received:the surgeon is very experienced with the procedure and with our device.the surgeon stated that there were no differences to other similar procedures where no post-op bleedings occurred. There is no further information available as the surgeon collected these cases through this year.(B)(4)